Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the dissector balloon. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device made contact with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic procedure, the device was only saved for return and marked as broken. To fix the issue, a new device was opened and used to complete the case. There was no patient injury.